Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable.

Event description:
The customer reported via phone that their vapr s90 4.0mm with integrated hand piece stopped working during an unknown case, read output short and there were black flakes in the location of the patient that the electrode was in. There were no patient consequences. The customer could not provide any delay or how the case was completed. The device is being returned.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the electrode revealed signs of activation at the active tip. There is also damage to the manifold between the 3 and 6 o'clock positions. The return brace has also become partially detached from the device and is now in immediate proximity of the active electrode. Visual inspection of the suction tube revealed saline residue in the tube. Due to the nature of the failure and extent of damage between the return brace and manifold the device was returned to the supplier for further investigation. The device passed all capacitance testing. Hipot testing was not performed because it was evident there was a breakdown between the return brace and manifold . Electrical investigation of the device revealed sparking from the 4 o'clock position. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. Due to the frequency of this failure mode the supplier has opened a CAPA to further investigate the root cause of this issue. Any further corrective actions will be documented in the CAPA. Therefore, no further corrective actions are required and no further action is warranted at this time. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).